Event description:
Hospitalized for high bgs. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. Suggested customer to use manual injections as per md protocol.